Manufacturer narrative:
The full number for the product in question is (B)(4) (1/27/2003). The immucor laboratory tested retention product on 15jul2016, which performed as expected. Immucor technical support used a remote electronic connection method to assess the test wells in question on the testing instrument on 14jul2016, and the test wells in question appeared visually negative.

Event description:
On (B)(6) 2016, a customer reported an unexpected negative antibody screen when using capture-r ready indicator red cells on a galileo echo instrument.